Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the tacker was used for the fixation of the mesh. The first tacker functioned normally with good fixation, but the second tacker jammed in the device, making it unusable. A new device of the same type was used to complete the procedure. No patient complications have been reported as a result of this event. Product was received without accompanying information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the tacker was used for the fixation of the mesh. The first tacker functioned normally with good fixation, but the second tacker did not fire, making it unusable. A new device of the same type was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that tacker did not fire. The reported issue could not be confirmed the product analysis noted evidence that the device was not used as intended. The timing condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.